Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer alleging possible pump under delivery. The customer¿s blood glucose level was 324 mg/dl and 197 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer stated that auto mode was active. The insulin pump will not be returned for analysis.